Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that tsm interface is not reacting or booting. Fse examined the system onsite and confirmed the reported issue. Fse restarted the system, repaired and tuned the 3d, swivel, and pivot repairs, and replaced the parts. After replacement of fd unit and mpd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system is not booting. The device was outside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.